Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review , a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous, non calcified mid right coronary artery (rca). After plain old balloon angioplasty (poba) was performed a 2.50x24mm taxus express2 drug eluting stent (des) was dilated to 10atms and implanted in the target lesion. Poba was performed again with an unspecified 2.75mm balloon and then the physician attempted to implant the 2.50x12mm taxus express2 des at the distal side of the previously implanted stent. However, the 2.50x12mm taxus express2 des was unable to cross the lesion. The parallel wire technique was performed and another attempt was made to cross the lesion with the des, but it was unable to cross. Upon removal of the des, it was found that the distal edge of the stent was lifted up. The procedure was completed with a 2.5x8mm non bsc device with no pt complications reported. The pt's current condition is listed as "good".